Event description:
It was initially reported to target that after a contrast injection during a neurological diagnostic procedure, the catheter "dissolved". Upon evaluation on 10/21/1999, it was found that the catheter actually was ballooned and ruptured; therefore, this complaint became an MDR. This event did not cause any complications to the pt.